Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 368 mg/dl. It was reported that the customer did not prime correctly. The customer stated that she did not run a fixed prime because her blood glucose was high, and she is on "pretozone" medication. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.